Event description:
It was reported that 4 patients were revised due to sepsis.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pmc/articles/pmc2600993/. The devices were not returned for review, therefore their conditions cannot be described. The manufacturing documentation cannot be reviewed because item/lot information has not been received. The liner used was a standard liner in all cases. These devices were used in the treatment of a disease. No applicable patient history is provided. Compatibility of the devises is unknown. A complaint history search cannot be performed due to lack of information. Single-use, sterilized devises manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10 or better. With the information provided, a definitive root cause cannot be stated.